Event description:
Initial reporter indicated that they ran both, a normal mode and system diagnostic test, twice on their patient, and the results were the same both times: output status limit, lead impedance: high dcdc 7 eri: no. X-rays reviewed by manufacturer did not show any gross lead discontinuities. The patient had revision surgery to replace their lead. During surgery, it was noted the pt had a lead break near the electrode bifurcation. The electrode was reported to have looked "frayed" suggestive of a traumatic break. The pt is noted to carry a heavy bag on her left shoulder in the location of the lead, and it is believed this may have been a contributing factor to the lead break. Good faith attempts have been made for the explanted product return for analysis.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Surgeon noted lead break in the or. Device malfunction occurred, but did not cause or contribute to a death or serious injury.